Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the affected device was returned for evaluation on 2013, (B)(6). Due to the loosening of the wire, the returned device is not functional anymore. The device was sent to the manufacturing cell for dimensional check. Results show that the device is conforming to specifications. However, the visual inspection to determine that the welding seam is not placed on the right position. The welding seam is on the wrong axis.

Event description:
Our sales rep, attended a case with the surgeon. He reported that the depth gauge disassembled while measuring. He also reported that the case got slightly delayed as we had to look for the hospitals' small fragment set for the gauge but there was no impact on the patient.

Event description:
Our sales rep, attended a case with the surgeon. He reported that the depth gauge disassembled while measuring. He also reported that the case got slightly delayed as we had to look for the hospital's small fragment set for the gauge but there was no impact on the patient.